Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 20455097/20455098; model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.